Manufacturer narrative:
Investigation included customer care triage and user troubleshooting. Investigation of this case revealed no device alerts and successful resolution with carbohydrate intake, with insufficient information to attribute the event to a device malfunction or use error. It was concluded that the hypoglycemic event was user-reported and self-treated, with no evidence of device failure and cause remaining undetermined. The device has not been returned. If it is returned, it will be evaluated, and supplemental.

Event description:
It was reported that the patient experienced hypoglycemia of unclear cause while using the ilet system, with fingerstick blood glucose measuring 50 mg/dl and the low lasting approximately 10¿15 minutes before correction with oral glucose. Symptoms included feeling low and sleepiness. Outcomes included transient hypoglycemia that resolved, with blood glucose rising to 110 mg/dl by the end of the call, and no alerts, alarms, or medical intervention. Report will be filed.